Event description:
The technical service engineer was informed by the registered nurse at the user facility that the a foreign "unknown fibers were found inside the working channel of the scope" during reprocessing after procedure. It was reported a facility used a thin diameter borescope to inspect inside of the working channel. No patient injury, infection or harm was reported. No device will be returned as the facility sent the scope a third-party for repair services.

Manufacturer narrative:
During troubleshoot via telephone, the nurse indicated the facility does not use olympus brushes to clean the scope; ruhof brush is used. Also a medivators automated endoscope reprocessing machine is used for final reprrocessing. Olympus recommended the customer purchase olympus brushes which are the only validated brushes to use. The scope will not be returned to olympus as the customer sent the suspect scope to steris ims for repair/services. The investigation is ongoing; therefore, the root cause of the reported issue/malfunction cannot be determined at this time. However, if additional information becomes available a follow up medical device report will be supplemented accordingly.